Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. Addionally, after the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that had to remove dental implant during its installation surgery because it did not achieve a good primary stability. Moreover, the patient presented bone type IV and immediate implant was performed.